Manufacturer narrative:
B5: a possible cause of the event would be icl rotation caused the refractive change. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+3.0/152 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2017. The reporter indicated the patient experienced a refractive surprise and blurred vision. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: h6: medical device problem code 1494 this code was used in error. The patients age was within labeled parameters. Claim (B)(4).